Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported the patient underwent a heartmate 3 pump exchange on (B)(6) 2025. No additional information was provided.

Event description:
It was reported that the patient underwent a heartmate 3 pump exchange on (B)(6) 2025 due to driveline infection. The device operated as expected and the patient was discharged home. The patient was admitted on (B)(6) 2025 and was discharged on (B)(6) 2025. The driveline culture position was pseudomonas aeruginosa and klebsiella pneumonia. The patient underwent a driveline revision at a different center in (B)(6) 2025. The infection was resolved with pump exchange as all post exchange cultures were negative.

Manufacturer narrative:
This event is supplemental and the investigation findings will be reported under MFR. Report # 2916596-2025-03498.